Manufacturer narrative:
Draeger has not yet been given access to the device. When the facility grants draeger access, the device will be evaluated and the results of the evaluation will be reported in a follow up report.

Event description:
It was reported that a pt was undergoing a procedure to excision multiple skin lesions. Approximately 10 mins after local infiltration, a fire occurred in the area of the pt's face. The pt suffered first and second degree bruns of the face/cheeks. The pt was transferred to a higher tertiary facility.